Manufacturer narrative:
Two photos of 21x1-1/2¿ safetyglide needles were received by bd. A quality engineer was able to review the photos from lot #2292620 regarding item #305917. Both images show sealed packages with a melt hole larger than ¼¿ by the needle hub. One image shows one needle package and the other has two needle packages. The condition observed is non-conforming per product specification. Potential root cause for the melt holes defect is associated with the packaging process. These conditions are occurring at/below their expected frequency. Therefore, no corrective action is required at this time. A device history record review was completed for provided batch number 2292620 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see narrative below.

Event description:
No additional information was provided.

Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0205 - packaging problem.

Event description:
Holes present in fas auto bd needle packaging- p013478 - safety glide needle (faslodex)-universal. Holes present in outer packaging compromising sterility.